Manufacturer narrative:
(B)(4).

Event description:
It was reported that a warm up restarted during a sensor session. The complaint device has been received for investigation. A follow-up report will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter was returned for evaluation. The device was visually inspected and no defect was found. The device failed a voltage test. There was no data to review in the log. Confirmation of the complaint is undetermined. The probable cause could not be determined via product.